Event description:
Caller reported potential false negative troponin I (tni) results on triage cardio profiler kit vs. Bci results. Pt was admitted with diagnosis of pneumonia. Whole blood test at 8 am on triage test resulted in negative tni result compared to bci. A second sample at 11 am had similar results. Both samples were later sent to main lab and tested on centaur platform resulting in a negative reading for tni on both samples. Caller to send samples to beckman for analysis. No info available on pt other than admitting diagnosis.

Manufacturer narrative:
Investigation pending.